Manufacturer narrative:
Correction h6 - patient code should be 2199 instead of 2388.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient had his scs ipg explanted and replaced because the ipg was approaching end of service. Stimulation therapy was reportedly restored postoperatively.